Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp was observed to dislodge and embolize after release. The lp was retrieved and successfully replaced on (B)(6) 2026. The patient was stable.